Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of all final testing performed by/on the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with the catheter kit. Additional physical investigation was performed on the device, confirming the alleged issue. The "split" was confirmed and observed 25.5 cm from the distal end. The catheter was patent with both air and sterile water. When viewed under magnification, it does not appear that the catheter was cut with an instrument. There is not enough information to determine the cause for this issue. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: complaint-(B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report a catheter that was explanted due to a spilt. Cs reports that the split in the catheter caused a csf leak. Previously, the patient had an appointment where the md reported that the patient had a large amount of fluid around the catheter anchor site and the pump. Cs reported that a catheter dye study was done to investigate the catheter, and a split in the catheter was found near the anchor. Cs also reported that the physician reported that they did not observe anything that could have caused the damage.